Event description:
Patient had come in for infusion of iron. Nurse set up and began infusing. Tubing leaked and liquid leaked onto the floor and under a recliner where it wasn¿t seen. Clinical staff wasn¿t able to ascertain how much, if any, the patient received. Had to reorder and restart the infusion. After investigating staff found the tube wall was cracked and leaking. Another infusion with a different patient using another set from the same lot experienced the same broken tube wall issue.